Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for fecal incontinence. It was reported by an advanced evaluation patient that they were very groggy on the morning of the call. The patient had called in later that day to add to their void count for the night prior to the call. On (B)(6) 2019 the patient stated they had pain in their left side. On (B)(6) 2019 the patient stated that they had a small bowel blockage, felt pain in their left side and they were feeling nausea. On (B)(6) 2019 the patient reported that they did not feel good. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp (healthcare professional): when asked whether the small bowel blockage was related to the device/therapy the hcp responded "no" and provided patient's underlying medical history. Hcp reports pt had history of recto-sigmoid resection and several previous small bowel obstructions. No diagnostics were performed related to the small bowel blockage. Patient discovered she had been taking more pain med than prescribed which seems to have caused the problem. Actions regarding small bowel blockage: patient reduced her intake of pain med and all the pain resolved. An actual blockage of her bowels was not confirmed. Pt continued to evacuate moderate to large amounts of stool during this time. There were no further complications reported.